Manufacturer narrative:
Patient weight is unknown. Date of event: unknown date in 2017. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after implantation of proximal femoral nail (pfna) the patient had a pseudo infection. This report is for an unknown locking screw. This is report 2 of 3 for (B)(4).